Event description:
The patient's mother reported that the ok button has been intermittently activating desired pump functions for the past month. She states the button is clicking normally but they have to press it a few times to activate desired pump functions. There were no tears or peeling noted on the keypad. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump keypad was found to be intact and responding normally to presses. The keypad was removed and no button contact defects were found. Unrelated to the complaint, the battery cap was found to have stripped threads. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.